Manufacturer narrative:
Tracking

Event description:
It was reported that during a video laparoscopic cholecystectomy two clip appliers failed to apply the clips. The case was finished by using a third device. No adverse pt consequences.